Manufacturer narrative:
The biomedical engineer (bme) reported that they had a power surge, and the central nurse's station (cns) was stuck at the "cns-6000, please wait" screen. They stated that the ups connected to this cns failed, which is why the cns shut off unexpectedly. Nihon kohden technical support (tech support) had them power off the cns, and then remove the secondary hdd, and power it back on with just the primary installed. The cns still got stuck at the same screen, so tech support had them power off the cns, remove the primary hdd completely from the cns, took the secondary hdd and installed it into port 0, and booted the cns up with just the secondary hdd. The cns got past the screen and loaded the software where he could see all his patients. Tech support had him put the other hdd back into the cns, and they confirmed that both hdd's are functional. The raid drives are working as intended, and there are no hdd failures at this time. Walked them through swapping hdds to get the cns past the system setup screen. Issue resolved. No patient harm was reported. Attempt #1 01/13/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 01/22/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 02/03/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional model information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1 01/13/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 01/22/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 02/03/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The biomedical engineer (bme) reported that they had a power surge, and the central nurse's station (cns) was stuck at the "cns-6000, please wait" screen. They stated that the ups connected to this cns failed, which is why the cns shut off unexpectedly. Nihon kohden technical support (tech support) had them power off the cns, and then remove the secondary hdd, and power it back on with just the primary installed. The cns still got stuck at the same screen, so tech support had them power off the cns, remove the primary hdd completely from the cns, took the secondary hdd and installed it into port 0, and booted the cns up with just the secondary hdd. The cns got past the screen and loaded the software where he could see all his patients. Tech support had him put the other hdd back into the cns, and they confirmed that both hdd's are functional. The raid drives are working as intended, and there are no hdd failures at this time. Walked them through swapping hdds to get the cns past the system setup screen. Issue resolved. No patient harm was reported.